Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high. The customer states his blood glucose have been running high for the past 3 months .the customer's blood glucose value was 200 mg/dl and this morning was 267 mg/dl. The customer¿s blood glucose at the time of incident and current blood glucose value was unknown. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.